Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pup prompted customer to change cartridge when resuming insulin. There was no reported impact to customer's blood glucose. Reportedly, customer was able to resumed insulin delivery.